Event description:
A report was rec'd that the pt had a pocket revision because the pocket site was uncomfortable. The pocket was moved from the left hip to the right hip. The pt is reportedly doing well following the revision surgery.

Manufacturer narrative:
This is the final report.